Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the old atrial and right ventricular leads capped on (B)(6) 2016 were eroding out of the skin. No infection was noted. The inactive leads were explanted. The patient was in a stable condition.